Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when trying to inflate the cuff, the pilot valve did not allow the syringe to be connected to inflate the cuff. There was no patient involvement.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that when the clinician is trying to inflate the cuff, the pilot valve does not allow the syringe to be connected to inflate the cuff. Other devices in use: syringe bd 10cc luer lock tip (B)(4). No patient involvement. No patient injury or ill effects. The device will be returned for evaluation.